Event description:
MFR rec'd a report from an attorney alleging a person was using a manual wheelchair with a shopping basket attachment when the basket "came apart". As a result, the user sustained a several laceration. The device has not been made available for evaluation and details of the incident have not been provided.